Manufacturer narrative:
(B)(4). Foreign source - (B)(6). Product has been received by orthopediatrics and the investigation is in process. Once the investigation has been completed, a follow-up MDR will be submitted.

Event description:
It was reported that the locking cannulated blade plate fractured. The fractured plate was removed from the patient. Attempts have been made and additional information on the reported event is unavailable at this time.

Manufacturer narrative:
This follow-up report is being submitted to relay additional information. Upon visual inspection of the returned device, it was found that the plate fractured at the proximal compression hole at the scallop. Additionally, it was found there is a guide wire stuck in the central k-wire hole and the proximal threaded hole is gouged. The DHR was reviewed and it was found that the parts were made to specifications with no rework or deviations. The plate fractured in the area it was most likely to, based on the finite element analysis conducted. Risk associated with the use of this device is "bending, fracture, or migration of the implant". A root cause was unable to be determined. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Orthopediatrics will continue to monitor for trends.